Event description:
The plaintiff's attorney alleges that the decedent expired on or about march 6, 2007.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.